Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Slightly elevated results could possibly be caused by issues with the calibration, instrument or with the reagent. As the instrument performance testing was acceptable, no instrument issues were identified. A preanalytical issue was not suspected.

Event description:
The customer experienced issues with questionable results for qc material and patient samples for multiple assays. Of the data provided, only the intact human chorionic gonadotropin + the b-subunit (hcg+b) result for one patient sample was discrepant. The initial result was 1.86 (1.9) miu/ml. The repeat result was 0.609 miu/ml. The initial result was reported outside the laboratory. The repeat result was believed to be correct. There was no adverse event. The hcg+b reagent lot number and expiration date were requested, but were not provided. The field service representative found there was a dirty flow cell. The customer had already performed a liquid flow cleaning (lfc). He verified the tubing was ok and performed a system volume check with no errors. He ran performance testing with results within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).